Event description:
(B)(6) 2013, I used a (B)(4) sensor3 disposable razor. A defect at the point the three blades are held together, caused the one razor strip to come loose. I was in the middle of a pass on my right jaw line. The hanging razor strip caused a deep gash. This did require medical treatment and left a scar. (B)(4) opened a case and on (B)(4) 2014 closed it. I asked if they were going to recall the product, no response. I asked if they were somehow warning consumers, no answer. They should be held responsible for the products that cause injury. (B)(4) asked that I send them the failed product for examination.